Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent esophageal hiatus surgery on an unknown date and suture was used. During the procedure, the needle was broken at the point of 1/3 from the swage part. There were no adverse consequences to the patient.